Manufacturer narrative:
The device has been returned but the analysis is not complete. A supplemental report will be filed following completion of the analysis.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was difficult to advance through the femoral and iliac artery due to the size of the artery. As the system was withdrawn from the patient, the femoral artery was damaged. Once removed, a nitinol protrusion was noted on the dcs capsule. The femoral artery was repaired. No other adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the device was received with the capsule partially open. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The end cap/screw gear snap fit was connected. Voids were observed along the entire length of the capsule. Four nitinol crows were observed protruding through the nitinol. Conclusion: difficulty advancing the dcs through patient anatomy is typically related to patient anatomical factors (vessel diameter, calcification, tortuousity, etc) and/or technical factors (sheath used, guidewire management, user technique, angle of insertion, etc.); in this case, the patient pre-case summary indicates that the CT was poor to have accurate measurements and that the femoral access measured to 4.9mm which is right below the recommended 5.0mm femoral access vessel diameter per the device instructions for use (IFU). Therefore, patient anatomical effects and user technique may have played a primary role leading to the advancement difficulties. The root cause investigation determined a number of factors may cause or contribute to nitinol crown protrusion. These factors include; use condition (tortuous anatomical pathway and complex disease state), user technique (application of force and advancement technique), thickness of polymer covering the nitinol crowns (thin polymer wall), or an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case, th ere were no details provided regarding the patient anatomy and no procedural imaging were provided, thus a conclusive root cause cannot be determined with the available information. Vascular complications, such as the reported intimal damage, are known adverse patient effects per the IFU, and are typically related to patient anatomical factors, in addition to procedural and device factors. It is possible that the advancement difficulties, the poor CT imaging during sizing of patient anatomy, protruded nitinol, and/or loss of guidewire control may have contributed to the femoral damage, but an assignable root cause cannot be determined with the limited information provided. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. If information is provided in the future, a supplemental report will be issued.